Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedances, reaching out of range values, above 125 ohms. Technical services (ts) reviewed the event and stated that no noise was observed and that calcification was suspected to be the cause. Additionally, ts recommended further evaluation of the lead to determine if a replacement is necessary. No adverse patient effects were reported. This rv lead remains in service.